Manufacturer narrative:
(B)(6) 2018 ul - additional MDR required to report lab analysis.

Event description:
It was reported that the patient has deceased. There is no allegation from a healthcare professional that the death was device related. The cause of death was unknown. No additional information was reported.